Event description:
It was reported that the patient was explanted from the vibrant soundbridge due to a pre-existing condition known as eartags or marmelons, which caused skin swelling and tissue growth in the outer auditory canal and the middle ear and finally leaded to suppuration at the end of (B)(6) 2014. The patient was re-implanted with a bonebridge device to circumvent further complications induced by the observed condition. A segment of the device conductive link was cut during explantation to be used as a sample for a smear test as it could help to determine the origin of the skin swelling disease.

Manufacturer narrative:
It was reported that the patient was explanted of the vibrant soundbridge due to a medical condition, which caused skin swelling and tissue growth in the outer auditory canal and the middle ear and finally led to ear suppuration and infection in (B)(6) 2014. The patient was re-implanted with a bonebridge device to avoid further complications induced by the observed condition. Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted, as device was reportedly explanted due the reported device unrelated medical reasons. Damages found are most likely related to the removal surgery. This is a final report.

Event description:
It was reported that the patient was explanted of the vibrant soundbridge due to a pre-existing condition known as eartags or mamelons, which caused skin swelling and tissue growth in the outer auditory canal and the middle ear and finally leaded to suppuration at the end of (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.